Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified popliteal artery. A 2.5mm x 15mm wolverine peripheral cutting balloon monorail was selected for use. During second inflation, it was noted that the balloon ruptured at rated burst pressure within 30 seconds. The device was removed without any problem using the normal method. The procedure was completed with the use of another of the same device. No patient complications were reported and the patient status was good post procedure.